Event description:
Customer reported the left monitor would not come on and a steady tone is heard. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and restrapped the input transformer and replaced the monitor. System operates as intended. (B) (4)